Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2022-00562. It was reported that the patient was unable to set their ipg to MRI mode. It was found that the leads had high impedances. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
H6 - adverse event problem - updated device code to reflect lead fracture.

Event description:
Additional information revealed that one of the patient's leads had fractured. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy. Note: as it is unknown which lead was fractured, both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.